Manufacturer narrative:
A boston scientific technical services consultant reviewed the episodes on the (B)(4) and noted that the counters indicate that the shocks were delivered but the episodes could not be located as the arrhythmia started in the vt-1 monitor only zone and then accelerated into the vt zone where atp and shocks were delivered until therapy was exhausted. The episodes were overwritten due to the episode being first declared in the monitor only zone. The ts consultant discussed that the ICD can be reprogrammed so that the vt-1 monitor only zone is removed. At this time, this ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving five shocks from this implantable cardioverter defibrillator (ICD). The physician reported the shocks were inappropriate for sinus tachycardia. It was noted that the episodes could not be reviewed as they are no longer in the arrhythmia logbook.